Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and the alarm occurred during the time the buttons stopped responding. The customer¿s blood glucose level was unknown at time of incident. The customer stated that insulin received battery out limit and time clock was observed for one minute and nothing happens. The customer stated that they were not able to clear the alarms. The insulin pump will be returned be for the analysis.